Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0buzm, implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: lead.

Event description:
The manufacturing representative reported that patient reported a lack of symptom relief and intermittent shocking. Doctor tested impedances and noted everything with electrode 3 was greater than 4000. Doctor scheduled and performed a successful lead revision on (B)(6) 2017. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that it is unknown when the patient first started experiencing symptoms. It was also reported that the issue has been resolved and the patient has not reported any shocking after the lead revision.

Manufacturer narrative:
Analysis of the lead (s/n (B)(4)) found that the distal end of the lead was stretched; however, electrical testing determined that continuity was complete and there were no electrical shorts between the circuits.